Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): 110032430 (65516699) unknown 4.75 mm fixed screw (unknown). Unknown 4.75 mm fixed screw (unknown). Unknown 6.5 mm central screw (unknown). Associated product information: 113631 (66324286). Xl-115363 (66265403). 115310 (j7594618). 115370 (66636390). G2: foreign - the event occurred in the united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision reverse shoulder arthroplasty approximately one (1) year and seven (7) months after implantation following shoulder pain. Post-operative radiographs demonstrated multiple fractured fixation screws and loosening of the augmented glenoid baseplate. During the revision procedure, all broken screw fragments were removed, the glenoid was bone grafted, and the failed baseplate and associated components were replaced. No evidence of infection or trauma was reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. A review of the available records identified the following: ap radiographs of the right reverse total shoulder arthroplasty with the humerus in internal and external rotation show that the three (3) screws associated with the baseplate component are fractured. Radiolucency at the superior-most screw-metal bone interface suggests loosening of this screw. The baseplate component has migrated superolaterally from the glenoid. The humeral component appears intact and grossly unremarkable. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.